Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt's implant showed 7 channels with status "hi" and 2 with no impedance values ("--"). The device had malfunctioned, the pt will be reimplanted.